Event description:
During routine testing of the device at the service center, the user reported the occluder did not function as expected. The user reported, the plunger failed to press the tube fully. Since the event occurred during routine testing of the device, there was no pt involvement during this event.